Manufacturer narrative:
The country of origin is (B)(6). The customer¿s strips were requested for return. Product is not expected to be returned as there are no more test strips remaining. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using thromborel s method. The meter result was 5.2 inr and within 1 hour the laboratory result was 3.7 inr. On (B)(6) 2019 the meter result was 6.3 inr and within 1 hour the laboratory result was 4.5 inr. The patients therapeutic range is 2.5-3.5 inr.